Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 425 mg/dl (23.6 mmol/l). The prestataire reported a needle or cannula mechanism failure and skin irritation. There was no medical assistance required. The reporter stated there is no further information related to this event.